Event description:
Event description guidant/crm received information that there was oversensing vf when in sinus. R-waves and thresholds were not good. At the change out of the implantable cardioverter defibrillator a fracture was found on the lead.